Manufacturer narrative:
Unit received with broken reservoir tube lip and missing reservoir tube o-ring. Unable to lock reservoir in place due to broken reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and had damaged . The customer¿s blood glucose level was 408 mg/dl. The insulin pump will be returned for analysis.